Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary continence along with concurrent procedure for hysterectomy. It was reported that she experienced pain, erosion of her internal bodily tissue, infection, urinary problems, dyspareunia, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: (B)(6)2018. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and laparoscopic supracervical hysterectomy, right salpingectomy. It was reported that following procedure the patient experienced adhesions.

Manufacturer narrative:
Corrected information.